Manufacturer narrative:
Section a5a, 5b: additional information section d4: correction section h4: additional information manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleed could not be determined through this evaluation. Futhermore, although the reported low flow was confirmed through analysis of the submitted log file, a root cause could not be conclusively determined. A low flow hazard alarm was captured on 9jun2019 11:06pm, due to the estimated flow falling below the low flow threshold of 2.5lpm. No other atypical events were captured. The system operated as intended above the low speed limit for the duration of the log file. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Bleeding is listed as an adverse event that may be associated with the use of the hm3 lvas. Anticoagualtion therapy and inr ranges are outlined in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years and 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with acute gastrointestinal bleeding (gi). The patient reported having low flow alarms. The vad clinician observed pulsatile index (pi) events on the system controller log files. During the analysis of the submitted log files, low flows with high pi readings were observed that seem to be physiological in nature. There were no other unusual events seen within the log file other than a few pi events that do not seem be of an issue. Additional information was requested but not provided.